Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements on the right ventricular (rv) lead. The decrease appeared to be gradual. Howeber, technical services (ts) referred the patient to clinic for further evaluation. No adverse patient effects were reported. This crt-d remains in service

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements on the right ventricular (rv) lead. The decrease appeared to be gradual. Howeber, technical services (ts) referred the patient to clinic for further evaluation. No adverse patient effects were reported. This crt-d remains in service.